Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor arm unable to communicate with main arm and hardware low level failure alarm on the insulin pump. Customer¿s blood glucose level was 12.1 mmol/l. Troubleshooting for was performed. Customer advised they were able to rewind the insulin pump however the insulin pump error table indicated the device should be replaced. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. No the motor arm cannot communicate with the main arm noted. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken traces on keypad assembly.